Event description:
A review of the reported information indicates that model rf400f vena cava filter allegedly experienced detachment and difficult to remove. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) male patient weighs (B)(6).